Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned as they remain implanted in the patients. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The prevalence and impact of atrial fibrillation on 1-year outcomes in patients undergoing transcatheter mitral valve repair.

Event description:
This is filed to capture the patient death. It was reported through a research article, that patient death occurred at one year post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, titled: the prevalence and impact of atrial fibrillation on 1-year outcomes in patients undergoing transcatheter mitral valve repair: please see article for additional information.